Manufacturer narrative:
A workaround solution was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that the device reboots continuously during quality control in service mode on an azurion 3 m15. The clinical use of the system was outside of use. There was no reported patient or user harm.